Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, two partial and one full recapture were performed in deployment attempts due to difficulty in positioning/seating. While attempting to recapture, the valve was unable to be recaptured so a micro adjustment wheel was used by pulling it into the descending aorta. The inflow edge of valve went into the valve capsule, but the nosecone was not fully recaptured. The ds and valve were safely removed from the patient and after removing the ds from the patient's anatomy, the valve capsule towards the retainer receptacle noted to have an accordion formation. A new 29mm, navitor vision valve and new large ds were replaced, and the valve was able to be implanted. The patient was in a stable condition.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of positioning problem, retraction problem, material deformation and improper or incorrect procedure or method was reported. The device was returned to abbott and noted deformation damage on the valve capsule and functional testing was precluded. Destructive testing was performed and the integrated sheath was cut above the valve capsule. The inner material of the valve capsule was visually and microscopically examined; delamination damage was observed within the valve capsule. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported positioning issue could not be conclusively determined. While procedural factors and/or patient conditions may have contributed to the event, this cannot be confirmed. The reported deformation may have resulted from procedural conditions, including user handling techniques; however, this could not be verified. Similarly, the cause of the reported retraction issue could not be determined. It is possible that procedural factors, such as tension within the system during the procedure, contributed to the event, but this remains unconfirmed. The reported improper or incorrect procedure is attributed to the device being re-sheathed more than two times by the user. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue related to the device¿s design, labeling, or manufacturing. Based on cine review: the abbott representative stated that the delivery system was recaptured 3 times because of placement issues. On the final attempt, the system would not recapture all the way and upon removal, it was noticed that the capsule had started to collapse on itself. Only pre-CT imaging was provided which does not confirm or provide information relative to the case.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has an aortic valve angle of 49 degrees. During the procedure, two partial and one full recapture were performed in deployment attempts due to difficulty in positioning/seating. While attempting to recapture, the valve was unable to be recaptured so a micro adjustment wheel was used by pulling it into the descending aorta. The inflow edge of valve went into the valve capsule, but the nosecone was not fully recaptured. The ds and valve were safely removed from the patient and after removing the ds from the patient's anatomy, the valve capsule towards the retainer receptacle noted to have an accordion formation. A new 29mm, navitor vision valve and new large ds were replaced, and the valve was able to be implanted. The patient was in a stable condition.